Event description:
It was reported that this right atrial (ra) lead has been showing low, out of range pacing impedances since a new device was implanted. This ra lead has been implanted for several years. An insulation degradation was presented as the most probable cause. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).